Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event reported as: complaint alleged: the raney clips break too easily." Pt current condition is unk. Additional info has been requested.